Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue layer was the vcp359 suture used on? Unk ; what tissue layer was the vcp422 suture used on? Unk ; were 2 vcp422 suture used on 1 patient? One vcp 359 and one vcp422 were used on one patient on different tissue layer. Were cultures performed on the incision? Unk ; what were the results of the cultures? Unk . What medical/ surgical intervention was performed to treat the infection? Unk ; what is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture . What are the patient age, weight, prior medical conditions? Unk ; what is the current condition of the patient? Unk.

Event description:
Postoperative infection, fat liquefaction. Recently this hospital occured infection on different patients who had cesarean section on (B)(6) 2018. However it could not determine root cause. The sutures are also considered as mainly factor of infection. Both vcp359h and vcp422h are used in c-section. It could not get more detailed information at this moment.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). It was reported that the patient underwent c-section procedure on (B)(4) 2018 and suture was used. The patient experienced infection on unknown date. The patient condition is reported as unknown. Additional information has been requested.

Event description:
It was reported that the patient underwent c-section procedure on (B)(4) 2018 and suture was used. The patient experienced infection on unknown date. The patient condition is reported as unknown. Additional information has been requested.